Event description:
Procedure type: radiofrequency ablation. According to the reporter: at 1st puncture, device blade touched organ within the knife blade was exposed. Converted into open surgery. Bleeding was more than 500cc and pt was transfused. Nothing fell into cavity. Operating room time was extended more than 30 minutes. Pt is recovering.

Manufacturer narrative:
(B)(4).